Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing minimum fill notifications occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence. The customer re-loaded the cartridges to resolve the issues. There was no reported adverse impact to the customer.